Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The customer's biomedical engineer ordered and replaced the solenoid driver board, and verified that the solenoid driver bard checked within tolerance. The biomedical engineer was able to finish the repair, and completed the pm. The iabp was cleared for clinical use. The full event site name is (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by the customer, the solenoid driver checks of the cs300 intra-aortic balloon pump (iabp) were out of range, and even by adjusting the s1 switches did not put back the solenoid driver within tolerance. There was no patient involvement, and there was no adverse event reported.